Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while out of the country, the patient presented to the hospital after receiving a vibratory alert for non-sustained lead noise. The alert was programmed off. After returning the patient presented in-clinic for follow-up and fluctuating impedance measurements and episodes of lead noise were observed. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4)